Event description:
It was reported that there were reduced r-wave values and increased pacing thresholds. It was noted that the r-waves had always been small, and no clinical issues were noted. The lead was explanted and replaced. No patient complications have been reported as aresult of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, it could not be determined if this device performed as described in the field action. (B)(4).